Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of hematoma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation were hematoma and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side ¿capsular contracture most likely resulting from a postoperative hematoma¿ baker grade unknown. Device has been explanted.